Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7039263, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7079852, UDI: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) did not cover her pain. The patient underwent ipg explant procedure. No device issues. Product was disposed.